Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (abnormal shutdowns, lack of vibration alarms, monitor hums) has been confirmed.  Upon investigation the monitor would not fully power on and was humming. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns, lack of vibration alarms, and that the monitor hums.